Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced a blockage at the site event on 03-mar-2026. The site location was the abdomen. No further information available.